Manufacturer narrative:
Block h6: imdrf device problem code a0406 captures the reportable investigation result of side car rx push back. Block h10: the returned trapezoid rx was analyzed, and a product analysis found the sheath was buckled and detached. Media analysis of the photo provided by the customer showed the side car rx pushed back; however, the returned device had the side car rx pushed forward. The reported event of side car rx pushed back was not confirmed. The damage found to the sheath of the device could have occurred due to excessive force applied to the handle to open the basket. Once the sheath is detached, further attempts to open the basket can push the sheath and side car rx forward. It is possible that the technique used, or patient's anatomical conditions could have contributed to this event; therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the bile duct during an intrahepatic bile duct lithotomy procedure performed on (B)(6) 2023. During preparation, the trapezoid was taken out and was ready to be inserted into the patient's body. However, the side car - rx was found damaged. A photograph of the device shows the side car - rx was pushed back. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the bile duct during an intrahepatic bile duct lithotomy procedure performed on (B)(6) 2023. During preparation, the trapezoid was taken out and was ready to be inserted into the patient's body. However, the side car - rx was found damaged. A photograph of the device shows the side car - rx was pushed back. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6:imdrf device problem code a0406 captures the reportable investigation result of side car rx push back.